Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited cuts on pink rubber and missing adhesive (ke-45) on the light guide and elevator cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, which is it was confirmed that there was problem with the device. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.